Manufacturer narrative:
Analysis of the catheter indicated the package inner tray did not properly hold the package components in place. The sterile tray was received for analysis with the outer lid (tyvek seal with label) missing. As received, the distal catheter was out of the inner lid and outer inner tray. And place in a zip bag. There was no damage to any of the individual windings of the guidewire nor were there any bends in the guidewire. Additionally, there was no bending or kink seen on the catheter body and tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2016. Device was returned to the manufacturer. Document contains no new information.

Event description:
Information was received from a company representative. It was reported as they opened the sterile cover to the catheter package the tip of the catheter came out and it looked like it was kinked or bent. The healthcare provider decided to use another catheter. No patient symptoms.